Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the b button was unresponsive when attempting to bolus. Customer's blood glucose was 8 mmol/l. The customer could not recall any significant events leading to the keypad issues. It was also found the customer had a button error alarm during the phone call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.